Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the customer and was not returned to the MFR. The specific lot info was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that as the pt was getting out of the passenger seat of a car, his leg went into wide abduction and he felt a "pop". It was reported that the pt underwent a revision surgery to exchange the liner.